Event description:
It was reported that during follow-up visit, the right ventricular capture threshold had increased. The physician attempted to position a sense-pace lead but this was not possible due to cava vein occlusion. The physician opted to reprogram the right ventricle lead output. X-ray confirmed the occlusion of the vein. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.